Event description:
The customer initially reported that during use, the jaws became difficult to open. The surgeon forced the jaws open and the knife disengaged. Another device was used to complete the procedure within incident. There was no pt injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). (B)(4). The incident sample had tissue in-between the jaws and the knife was protruding from the jaws. The webbing was bent and the knife edge was damaged, indicating contact with a metal object such as a staple. Engineering evaluations have been able to duplicate the protruding knife by clamping on large rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument so as not to compromise the cutting function. It states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU for this product also has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.